Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test and displacement accuracy test. P-cap/reservoir locked properly in place. Device received with scratched case. Device received with pillowing keypad overlay. Device was received with the new style all black retainer still attached to the pump case. No damage to the reservoir tube lip or retainer noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a low blood glucose value of 25 mg/dl. Customer reported that crack on reservoir ring and reservoir able to lock in place when inserted into insulin pump. It was unknown whether customer was using auto mode or not. Customer declined to trouble shoot for low blood glucose. The device will be returned for analysis.